Event description:
On (B)(6) 2010, the pt was implanted with a scs system. The pt was sent home and later fell asleep. When the pt woke up later that evening, she was paralyzed from the waist down. The pt was taken to the hospital and it was discovered that she had developed an epidural hematoma. On (B)(6) 2010, the system was removed.

Manufacturer narrative:
Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.